Event description:
It was reported that the customer had a button error on the insulin pump. Customer was traveling in sicily and will return to the netherlands next saturday. Insulin pump will need to be replaced when customer returns to the netherlands. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.